Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn per facility preference.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.